Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information and stated that the problem with the unit was it was unable to charge. It was only working for about 3 months; patient did not believe it ever worked properly. Patient called the rep many times, he never tried to repair the unit. (B)(6) 2020 additional information was received from the rep. It was reported that patient did have some overdischarges back in 2005, his battery had to be worked back, patient decided the therapy wasnot helping, had other issues, decided to let the battery go, then the rep never heard from the patient again. When that happened and battery was charged everything worked fine, but then patient would not recharge it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and failed back surgery syndrome. The patient reported that when the implantable neurostimulator (ins) was working, they still didn¿t feel much pain relief. They stated that the ins stopped charging, so it eventually died and failed. The patient noted that the ins was explanted and replaced with a pump. They added that this happened years ago but did not know the date.